Manufacturer narrative:
(B)(4). The reported field event of crosstalk was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the crosstalk could not be determined. (B)(4).

Event description:
It was reported that during a device replacement procedure, crosstalk was observed on the device. Patient was asymptomatic. Device was removed and new device was implanted. Procedure was completed with no complications.